Manufacturer narrative:
Additional information received: the device that contained the endoleak (right limb) was confirmed as (B)(6) product analysis the reported distal endoleak of the right limb could be confirmed on the films provided; however, the inadequate seal of the left limb could not be confirmed. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Lack of post-implant CT¿s did not allow for a thorough analysis of the reported dissection and stent graft in vivo configuration. Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak source/cause. It is possible that the aneurysmal common iliacs are being pressurized via the marginal distal seal. Disease progression with aneurysm morphology changes as seen with the tortuous iliac limbs over the time of implant of the device may have been a factor in the observed events. Analysis of the returned film did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1620c156ej, serial/lot #: (B)(4), ubd: 08-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 64 mm abdominal aortic aneurysm on (B)(6) 2015. It was reported that a CT was performed approximately 6 years post the index procedure showed aneurysm enlargement of both common iliac arteries was observed. It was stated that the arteries gradually became aneurysmal and loss of seal was observed on both limb grafts. It was stated that an endoleak was observed on the right limb graft. Additional treatment was performed in which two endurant ii limbs models etlw1624c156ej and etlw1620c93ej were implanted in the patient's right and left iliac artery, respectively. The event is reported to have resolved. As per the physician, the cause of the event was patient morphology. No additional clinical sequalae were reported and the patient is fine.